Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verioiq meter displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that at 9:30 am on (B)(6) 2016, an unknown error message of ¿not enough blood sample taken¿ was displayed on the subject meter. It is not known if the patient takes any diabetes medication or if they took any action regarding their usual diabetes management when they were unable to test due to the alleged meter issue. About 30 minutes after the alleged error message appeared, the patient reportedly developed symptoms of ¿elevated blood pressure, nausea and perspiration¿; symptoms they associated with hypoglycemia. In response to the symptoms, the patient reportedly attended the hospital however the treatment received is unknown. The subject products were replaced and requested back for evaluation. This complaint is being reported because the patient claimed they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.